Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). Date of event: unknown when pain started. This report is for unknown unk - pdc implant/unknown lot number. UDI: unknown part number, unknown lot number, UDI is unavailable. Original implant date unknown. Device is not expected to be returned to synthes manufacturer for evaluation /investigation. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It is reported patient was implanted with prodisc c at c5-c6 on unknown date. Patient was tackled during a football game on an unknown date. Patient reports feeling increasing pain since that event. Patient was returned to surgery on (B)(6) 2016 where the prodisc c implant was removed and patient was revised to anterior cervical discectomy and fusion with a cervical plate. Revision surgery was completed successfully with no delay and no further harm to patient. This report is 1 of 1 for (B)(4).